Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a routine device replacement procedure, this right ventricular (rv) lead exhibited random high out of range pacing impedance measurements. The pocket was re-opened and an investigation was performed to identify the cause of the measurements. Manipulations were performed, however, the impedance measurements were random and did not correlate to any of the actions. The rv lead was inspected under fluoroscopy, but no lead damage was visible. A second device was connected to the rv lead and the high impedance measurements persisted. As the physician determined the clinical observations to be a lead integrity issue, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.